Manufacturer narrative:
The field service engineer found the static brush had deteriorated and there was buildup on the sample probe. He replaced the brush, cleaned the probe, and adjusted the signal. The customer ran qc which was acceptable. The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable on the day of the event. The alarm trace does not contain a conspicuous event. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys total psa result for one patient with the cobas e 411 immunoassay analyzer. The initial result was 0.021 ng/ml (negative). The repeat result was 7.5 ng/ml (positive). The questionable result was reported outside of the laboratory. The reagent lot number was 47024600 with an expiration date of 31-aug-2021.